Event description:
It was reported that the patient experienced discomfort at the pump pocket. The health care provider was planning on moving the pump to a new location and in the process was replacing the pump. It was believed that the surgery of a new implanted system caused the discomfort. The patient was seen on (B)(6) 2012, for reprogramming and there were no issues with the pump. The device system was used to deliver hydromorphone (dilaudid) and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: (B)(4), lot#, serial#, product typ programmer, product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product typ catheter; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted:, product typ catheter; product ID (B)(4), lot# n152404, serial#, implanted: (B)(6) 2008, explanted:, product typ accessory. (B)(4).